Event description:
It was reported the patient¿s back started hurting so he went to his health care provider on (B)(6) 2013 who increased the pump. Then on (B)(6) 2013 the patient went for a pump refill and a ¿miscalculation¿ reportedly occurred ¿because they gave him a refill date of (B)(6) 2013. But it was dropped from 54 days down to 42 days in between refills, which should have been (B)(6) 2013¿. The reporter realized what was going on ¿because 42 days from the time that he (the patient) had it turned up, it did not pan out. It was (B)(6) 2013 and he¿s not supposed to have it filled until (B)(6) 2013¿. The reporter believed the pump was empty however had not heard an alarm. The patient was reportedly going through ¿major¿ withdrawals for four days, where his hands and whole body were ¿just drawing up like happens with withdrawals¿. The patient also experienced severe pain. The patient had yet to notify his health care provider (hcp) because ¿we didn¿t figure it out till last night¿. The patient¿s hcp was not in on the day of this report and was not due to be in until (B)(6) 2013. The hcp had given the patient vicodin extra strength for breakthrough. It was noted they weren¿t working and the patient also was given muscle relaxers. It was reported, ¿now this man is having to take two 750mg extra strength vicodin to even get a little bit of relief from the pain. And that¿s very, very little¿. The oral medication lasted ¿about an hour or so¿ and the patient was only able to take the vicodin every four to five hours and the muscle relaxers three times a day. The patient¿s wife was getting ready on the day of this report to take the patient to the hospital. The device system was used to deliver bupivacaine and dilaudid. Later, both of the patient¿s catheters were explanted and returned for analysis. It was then later reported the cause of the event was due to malposition ¿and/or¿ mal occlusion of the catheter. It was indicated dislodgement/migration and occlusion occurred. The symptoms the patient experienced included withdrawal symptoms as previously reported including irritability, increased pain all over the patient¿s body inclusive of his low back, chills and paleness. The patient required hospitalization due to the event ¿several days prior¿ to (B)(6) 2013. When the pump was interrogated there was no indication that the pump had alarmed at any point. A reservoir check was unremarkable. A catheter dye study was done on (B)(6) 2013, despite the inability to aspirate the catheter successful contrast injection ¿opacified¿ the subarachnoid space which indicated catheter patency. Subsequently a rotor study was performed which demonstrated normal function of the pump. It was noted electrical analysis and reprogramming of the infusion pump did not yield appreciable improvement in the patient¿s symptoms. As a result of the event, a replacement of the catheter occurred. During the replacement procedure, the catheter tip was poorly visualized within the subarachnoid space. The catheter however demonstrated no gross areas of dysfunction or breach. It was reported given the concern that the patient had not been receiving his anticipated dose of medications, the dose was decreased. The plan was for the patient to follow up in four weeks. The outcome to the patient was no injury.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter; product ID 8703w, lot# l53964, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter; product ID 8703w, lot# l53964, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the 8596sc catheter (lot# n150837013) found coring, tears, cuts in the seal of the sutureless connector (sc) caused by occlusion and it was noted ¿not mis-aligned¿. Circular coring was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A majority of the coring areas were located in the seal material of the cup of the sc connector. It was noted the circular coring was not exactly centered in the cup of the sc connector. It was thought an indent had progressed to coring by the time the catheter was explanted. It was also thought that the sc connection to the pump was initially patent was as coring occurred; the flap of material that was created possibly began to cause an occlusion. The flap of the material created by the coring may have contributed to an occlusion but no occlusion was verified in testing. No leaking was seen either. Analysis of the proximal portion of the 8703w catheter (lot# l53964) found no significant anomaly. The catheter reveal ed acceptable testing and was incomplete/ returned in segments.